Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the legal manufacturer's investigation, it was determined that the phenomena occurred because the main lamp was broken, and the life of the lamp expired. No further information could be obtained. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Event description:
A olympus salesperson reported to olympus, a e103(lamp light-up error) displayed on a visera elite xenon light source and an "abnormal clicking noise" was heard. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered the main lamp was broken and the olympus lamp life had expired. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.